Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: according to the information provided, it was reported that during an unknown procedure when opening the package of the the 5.5mm healx adv sp biocomposite anchor there´s no anchor in the shaft. The device was received and evaluated. When performing the visual inspection, it could be observed that the anchor is not inserted into the inserter. The threader wires are bent. The original packaging was not returned. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Considering that the set was brand new, the original packaging, should have been returned in order to verify the missing product. This complaint cannot be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure, the person who unpackaged the device may have pulled the blue threader tab while removing the device out of the foil pouch, therefore, the threader tab was deformed, and the anchor could be slipped out of the shaft. However, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that there was no anchor in the shaft upon opening the package of the 5.5mm healx adv sp biocomposite anchor device. During in-house engineering evaluation, it was determined that the threader wires were bent. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.